Event description:
A surgeon reported following the implantation of a glaucoma filtration device, the pt required add'l treatments with medications and suture lysis to control the intraocular pressure (iop). At approx four months, the eye pressure increased due to fibrosis of the bleb. A reconstruction of the bleb was performed to increase filtration. Onset of bullous keratopathy with decrease in iop occurred six months following the procedure with no treatment at this time. The shunt remains implanted and the symptoms continue. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was rec'd, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Add'l info has been requested. (B)(4).